Event description:
It was reported that this left ventricular (lv) lead was suspected of exhibiting loss of capture (loc). Boston scientific technical services (ts) discussed option of reviewing the lv thresholds, lv lead position, and lv morphology at implant with implanting physician to review if anything has changed with position or capture. This lv lead remains in service. No adverse patient effects were reported.